Event description:
It was reported that a dexcom g7 sensor was showing glucose readings in the dexcom app but was not paired with the ilet, resulting in suspended insulin delivery; the caregiver disclosed that the wrong sensor pairing code had been entered into the ilet, and support guided toggling and re-entry of the correct code to restore pairing. Symptoms included no reported adverse clinical effects. Outcomes included a temporary interruption of insulin delivery that was expected to resolve after re-pairing. Investigation included technical troubleshooting and user education on correct sensor pairing workflow. Investigation of this case revealed user error in entering an incorrect pairing code, which prevented communication between the dexcom g7 sensor and the ilet and led to a lapse in automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect pairing configuration.